Manufacturer narrative:
Burn with subsequent scar and depigmentation, likely will led to permanent scarring.

Event description:
It was reported about a burn on patient arm after a harmony xl treatment.